Event description:
It was reported that the pacemaker was prophylactically removed following the advisory notification. It was also noted that the right atrial lead exhibited high impedance and was explanted and replaced as well. There were no patient consequences.